Event description:
Ous MDR - it was reported this device had a "bad connection". This is all of the information that was provided to us. The event date was not reported. This device has been returned for analysis.

Manufacturer narrative:
On 4/19/2016 - we received information from (B)(6) that this report was accidentally sent us through a test system and that there is actually no complaint against this ics-3000 programmer.